Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry loose in tray. Visual inspection found the haptic missing a piece, the lens has a curved shape, and clear residue on lens . Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient over the age of (B)(6). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl12.6, -10.5 diopter, implantable collamer lens in the patient's eye on (B)(6) 2017. During implantation, the surgeon noticed that the lens unfolded upside down. The lens was exchanged during the same surgery with a back-up lens. The patient is fine.